Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 81 mg/dl, 59 mg/dl, 48 mg/dl and 61 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer has the strips used and so, no product will be returned for evaluation.